Manufacturer narrative:
Based on the info received and the visual examination, it was confirmed that the sleeve had "shattered". Seven pieces were received in a separate pouch. The pieces were reconstructed revealing that a piece approximately 3-4 square cm. Was not received. In addition to the shattering of the distal portion of the sleeve, stress cracks 1/2/3/8" long were extending into the sleeve housing. A crack was present at the weld band, though examination of the weld band suggests the weld was produced at optimal conditions. The stress cracks extending into the housing suggest significant leverage was applied to the device. Distal cracks in the sleeve suggest that the inside of the sleeve was exposed to significant stresses. Cause of stresses are not known. A review of the component manufacturing records for the sleeve and handle revealed that the parts were conforming to specifications and were the reported frequency of sleeve breakage for the 512s trocar is very low. This incident was reviewed by appropriate engineering and management personnel. Complaints will be monitored for recurrences of this nature. We review each incident as it occurs in an effort to continuously improve our products.

Event description:
The device was used during a laparoscopic gastric banding. 12mm port inserted as primary port puncture. During the procedure pieces of trocar sleeve were observed within the abdomen. A secondary 18mm port was inserted to retrieve the broken pieces, total of 5 pieces. Broken trocar was removed and replaced with an ussc versaport. Procedure was completed laparoscopically. Surgeon did not see the need to do an abdominal washout as broken pieces when placed into a pot of water sank, surgeon felt it pointers. As reported by nursing staff, an exam of broken trocar it appeared not all pieces were retrieved. Straight abdominal x-ray was taken no evidence of broken trocar pieces seen. Pt was informed by the surgeon of the case. There was no consequence to the pt.